Manufacturer narrative:
The steam leak was contained in the sterilizer's chamber causing condensation to form and water to leak out the sterilizer door and accumulate a puddle of water on the floor. Due to the water on the floor in front of the sterilizer an employee slipped and fell. The employee did not seek medical treatment. A steris service technician inspected the sterilizer and found the s2 manifold required replacement. An o-ring in the s2 manifold did not operate properly causing the reported steam leak. The technician replaced the s2 manifold, ran a test cycle and confirmed the sterilizer to be operating properly.

Event description:
The user facility reported that their sterilizer was leaking steam.